Event description:
It was reported that ten years ago, ¿all of a sudden¿ the patient had to go to the bathroom every ten minutes. The patient reportedly ¿urinated like crazy¿. The patient later had ¿total incontinence¿. It was noted that the implant worked well for ten years. No further information was reported

Manufacturer narrative:
Product ID 3031, serial# (B)(4), implanted: 2000 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 3080, lot# l72742, implanted: 2000 (B)(6); product type lead. (B)(4).